Manufacturer narrative:
(B)(4). Unit was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display. The pump was received with cracked case corner of belt clip rails. Unit p-cap / test reservoir lock in place properly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was damaged. Customer stated that the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.